Event description:
During an esophagectomy procedure, after openeing the packaging and removing the retaining cap, the doctor found there was lack of a staples. Another device was used to complete the operation. There was no pt condequence.